Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to deplete rapidly, which led to a pump shutdown. The customer's blood glucose (bg) level was 600 mg/dl with high ketone level. Bg was addressed via manual injection. During troubleshooting with tandem technical support, the customer was instructed to fully charge the pump and to monitor the battery performance. At the time of follow up, the depletion rate was determined to be within normal parameters based on the pump settings and usage. Customer provided a blood glucose level of 500 mg/dl at time of follow up. Customer acknowledged that the battery depletion had begun to deplete normally based on the settings and usage.